Event description:
It was reported the patient has not used his system for about three months. The sjm representative confirmed the patient's ipg was unable to establish communication with the external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.